Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right atrial lead, high out of range pacing impedances were exhibited following multiple repositioning attempts. Additionally, helix rotation difficulty was also observed. The lead was removed and discarded, thus unable to be returned for analysis. Another lead of same model type was implanted without any additional complications and no other resulting adverse patient effects were reported.